Event description:
Caller reported that insulin leaked from the cartridge, specifically at the cartridge septum. There was no adverse impact to the customer's blood glucose level. Caller managed to change the cartridge and successfully resumed insulin therapy.